Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number r0818, expiry date 04/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Positive gram stain [gram stain positive]. C-reactive protein 60.5 mg/l [c-reactive protein increased]. Left knee effusion [joint effusion]. Case description: spontaneous report received in 2009 from a physician regarding a male patient. The patient had a history of knee osteoarthritis and previous synvisc treatment on unknown date)s) in the right knee. The patient received an injection of synvisc in the left knee from lot #r0818. On the third day, the knee was drained of approximately 60cc of fluid which was cultured. The cultures were pending. A gram stain showed gram positive cocci and gram negative rods. The physician assessed the event as possibly related to synvisc. As of the date of receipt of this report, the patient's outcome was unknown. Additional information was received one week later in the form of the qa investigation summary. The production and quality control documentation for lot number r0818, expiry date 04/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional information was received from the physician approx 4 months later. The patient had a history of moderate osteoarthritis with prior knee effusion, joint narrowing and osteophytes. The patient was previously treated with nsaids and viscosupplementation. The patient received an injection of synvisc in the left knee with no effusion collected prior to the injection and no further synvisc injections were given. The patient had a left knee effusion which began 2 days later, was moderate in intensity and resolved in the next day. The physician assessed the left knee effusion as probably related to synvisc. The physician indicated "no" to the event of positive gram stain but indicated it was severe in intensity, probably related to synvisc and the patient had recovered. The physician reported that the patient underwent a knee I & d and scope on an unspecified date. Laboratory results provided by the physician indicated that 2 days post-injection, a preliminary gram stain of synovial fluid showed 3+ polymorphonuclear white cells, 1+ mononuclear white cells and 1+ gram positive cocci. The preliminary synovial fluid culture showed rare gram negative rods, but was later corrected, and the final result showed no growth after 48 and 72 hours. The patient's white blood cell count was within normal range on 3 days samples. The patient's synovial white blood cell count was 62250 and 45300/mm3 on the first day. The synovial red blood cell count was 19000 and 42300/mm3 in the same day. The laboratory reports also showed the patient was on vancomycin 3 days later, but it is unclear when the vancomycin was started. On the initial day, the patient's c-reactive protein was 60.5 mg/l and was 40.1mg/l on the last day. The physician indicated inflammation on the laboratory report with this result. As of the date of receipt of this report, the patient was reported to be covered from the positive gram stain and knee effusion.